Event description:
It was reported balloon rupture occurred. The 94% stenosed target lesion was located in moderately tortuous and severely calcified left anterior descending artery. A 2.00mm x 20mm emerge balloon catheter was advanced for dilatation. However, during the procedure the balloon burst out. The procedure was completed with another of same device. There were no patient complications reported. The patient condition was good.

Manufacturer narrative:
Devie evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There were numerous shaft kinks to the device. There was contrast present in the inflation lumen and blood in the guidewire lumen. The balloon was loosely folded. There was a 12mm longitudinal tear in the balloon located at the proximal end of the distal waist of the balloon.

Event description:
It was reported balloon rupture occurred. The 94% stenosed target lesion was located in moderately tortuous and severely calcified left anterior descending artery. A 2.00mm x 20mm emerge balloon catheter was advanced for dilatation. However, during the procedure the balloon burst out. The procedure was completed with another of same device. There were no patient complications reported. The patient condition was good. It was further reported that the balloon ruptured at 14 atmospheres just before it was pulled out. The device was removed without any problem.

Manufacturer narrative:
B5 describe event or problem has been updated

Event description:
It was reported balloon rupture occurred. The 94% stenosed target lesion was located in moderately tortuous and severely calcified left anterior descending artery. A 2.00mm x 20mm emerge balloon catheter was advanced for dilatation. However, during the procedure the balloon burst out. The procedure was completed with another of same device. There were no patient complications reported. The patient condition was good. It was further reported that the balloon ruptured at 14 atmospheres just before it was pulled out. The device was removed without any problem.